Manufacturer narrative:
Analysis inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 194 mg/dl and their sensor glucose read 69 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. The customer also reported another incident where their blood glucose was 489 mg/dl and the sensor glucose reading was 75 mg/dl. The customer's sensor cannula was not bent upon removal of their sensor during troubleshooting. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.

Manufacturer narrative:
Analysis inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications.

Event description:
Customer reported via phone call that the reading of the sensor and the meter were off. Customer's blood glucose was 227 mg/dl and sensor glucose was 49 mg/dl. Sensor glucose and blood glucose difference was not within acceptable range. Customer mentioned the sensor was placed on the belly. Sensor needle was straight.

Manufacturer narrative:
Analysis inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications.